Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, a broken purge retainer was confirmed and replaced. During functional check of the console it¿s been determined that full charge capacity of battery 1 was below specification. The battery set was replaced, and aic data re-analyzed. It¿s been determined that battery 1 failed due to cell imbalance (a known pattern failure). This malfunction, although already present while the console was in the field, did not manifest with any controller alarm. The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The aic had a purge disc malfunction/damage. The IFU was followed and a backup controller was utilized for patient support. No patient harm was reported.